Manufacturer narrative:
The device was returned to mmdg and evaluated for the free flow complaint. The pump did pass volumetric testing as well as 40psi back pressure test. The 40psi test is the test that checks for free flow. Mmdg was unable to replicate the free flow event or confirm the complaint. The pump is operating within product specifications. The pump will be returned to the user facility.

Event description:
The initial reporter stated that "the patient was found to be very sleepy and difficult to arouse." They state that the pump was programmed with zero basal rate, and no bolus doses had been given, however only 100 ml of medication remained in the 250 ml bag. The initial reporter also stated that the patient was still found to be in stable condition and that since the doctor "notified no respiratory insuffiency" and the patients vitals were stable there was no narcan requested and no medical intervention. (B)(4).